Manufacturer narrative:
Patient identifier: sid (B)(6). All available patient information has been included. No additional information has been provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased sodium result with an architect c16000 analyzer for four patients. The customer provided: sid (B)(6): initial = 107 mmol/l, repeat = 142 mmol/l; sid (B)(6): initial = 110 mmol/l, repeat = 139 mmol/l; sid (B)(6): initial = 113 mmol/l, repeat = 141 mmol/l; sid (B)(6): initial = 112 mmol/l, repeat = 140 mmol/l. Normal range for sodium is 136 to 145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The evaluation of the customers issue included a review of the complaint information, quality records, the analyzers service history, trending data and labeling. The abbott field service representative evaluated the instrument at the customer site. He replaced two damaged cuvettes, aero cuv pr dry (list number 09d33-03) and the ict assembly o.w. (Rohs) (list number 7-203684-01). The replacement of these two parts have resolved the issue. A review of the service history for the analyzer identified no further occurrences of discrepant results documented after the replacement of the damaged cuvettes and the ict assembly. A review of abbott quality records did not identify any trend or product issue of the parts replaced. Trending review determined no trend for the customers issue. Device history record review did not identify any non-conformances or deviations. Labeling review concludes that the issue is adequately addressed. Based on all available information, no product deficiency was identified.